Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alarm during fill tubing. The customer¿s blood glucose was 183 mg/dl. Customer states they performed a displacement test and insulin did not exit. Customer states they were able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer states insulin did not exit the tubing. Customer states the insulin pump did not alarm insulin flow blocked. The devices will not be returned for analysis.